Event description:
It was reported that the device keeps showing "downstream occlusion" error, tested with multiple sets. There was no reported patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: received one device. Functional testing found faulty downstream occlusion sensor (dso) seal. Replaced the dso seal. Device passed all test.